Manufacturer narrative:
(B)(4).

Event description:
It was reported that a sensor connection issue occurred. The sensor was inserted into the abdomen on (B)(6)2024. Product was provided for investigation. The product was not evaluated because sensor has been compromised and the environment in which the system failed cannot be replicated. However, data was evaluated and the allegation was confirmed as signal loss greater than an hour was confirmed. The probable cause was determined to be signal loss. The probable cause of the signal loss could not be determined. The reported event of a a sensor connection issue is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is available.

Event description:
It was reported that a sensor connection issue occurred. The sensor was inserted into the abdomen on 04-11-2024. Data was evaluated and the allegation was confirmed as signal loss greater than an hour was confirmed. The probable cause was determined to be signal loss. The probable cause of the signal loss could not be determined. The reported event of a a sensor connection issue is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.

Manufacturer narrative:
Cmpl-(B)(4).